Event description:
A customer reported that their insulin pump had damage to the cartridge port, causing cartridges to fall out frequently. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.